Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal and revision surgery on (B)(6) 2019 during which the surgeon noted ¿a majority of the mesh was invaginated in the defect.¿ it was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/5/2021. Additional b5 narrative: it was reported that following the procedure, patient experienced recurrent ventral hernia.